Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the there was no issue. The technical support specialist accessed the station remotely and observed that the application was already running without any blue screen errors present. The customer verified that the problem had been resolved following a system reboot. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the pyxis medstation es system, the station was frozen on a blue screen. The customer reported that due to this malfunction, there was a delay of few minutes in the dispensing of medications to the patient. There were no adverse events or injuries reported based on this incident.